Event description:
Pt reported the up and down buttons on the infusion device don't work properly. Pt stated he first noticed the issue yesterday night. Pt reported he attempted to get a bolus but the buttons didn't work. Pt also stated he attempted to scroll through the menu but it is the same problem. Pt switched to the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.